Manufacturer narrative:
Evaluation was not possible, as the device was not returned. The investigation was limited to the information provided, as the product code and lot number required to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be provided, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
The patient was revised due to loosening of the stem. Intraoperatively noted that the stem was tipped in varus and the poly was torn.